Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the proximal rca. The lesion exhibited moderate tortuosity, moderate calcification and was a chronic total occlusion. Diameter 3.22mm x 88mm length. The resolute integrity was removed from the packaging as per the instructions for use and inspected and prepped prior to use with no issues noted. It was reported that the device could not cross the lesion. During device withdrawal,upon removal from the guide a separation/detachment of the shaft of the resolute integrity occurred. The patient was unstable with low blood pressure and never coded. The patient left hospital 2 days later without any issues. Two image of the resolute integrity device post procedure were provided. The images show the shaft of the device broken distal to the strain relief.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent). Related to operational context (damage appears to have occurred during removal of the device from the guide catheter). Evaluation conclusion: inherent risk of procedure (failure to deliver stent), operational context contributed to the event (damage appears to have occurred during removal of the device from the guide catheter). (B)(4).

Manufacturer narrative:
(B)(4).